Event description:
It was reported that the patient's right atrial lead (ra) was discovered to be dislodged. The ra lead was repositioned and remains in use. The patient is participating in the (B)(4) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.